Event description:
Lap chole ( two consecutive operation with the same device) :" first case: deployed two clips on cyctic duct and one above them. Then noticed that the lower two clips were loose (moving up and down). Remove these two lower clips and noticed that they had not closed fully. Used another clip applier to complete the case and this is fine. Second case: the clip scissored at it was fired. Used another applied clip applier to complete the case." Type of intervention: to remove the abnormal clip and replaced them. Patient status: "patient well and discharged."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Although the root cause remains unknown, a clip applier may exhibit incomplete clip closure and scissored clips depending on the clip loading technique. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.